Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument exhibited resistance in movement and had dull blades. No visible damage was noticed on the jaws, grip tip, instrument tips, or cables. Additionally, no missing fragments were found, and no fragments fell into the patient¿s anatomy. The instrument did not move in the opposite direction or in an uncontrolled manner.